Event description:
Patient contacted depuy's legal department requesting compensation. The patient stated that he received a j&j srom hip system in both hips in 2002, has suffered over 40 dislocations and is just now recovering from his 7th revision, which occurred on (B)(6) 2014. According to (B)(6), it is the patient's right hip that has had problems. Update received on 6/4/2014. Maude report mw5035525 states: I have 2 johnson and johnson s-rom hip systems. I've now had over 25 dislocations and this is my 4th revision on right hip. Date of implant and date of revision have not been provided. There is no additional information at this time. Complaint was updated on 6/30/2014. Update rec'd 2/16/2015 - patient called again. He stated both hips have been replaced, he's had 43 dislocations and 5 revisions. He claims the hip stems are crooked and are coming out the sides of each bone. We are adding an unknown stem.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/8/15 medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicated dislocation, partial shredding of the liner with a concave look. Only the liner was revised during this revision. The femoral head was later revised on (B)(6) 2010 ((B)(4)). There was no mention of a crooked stem. No revision date or dislocations reported within the medical records. Part/lot is being updated. The complaint was updated on:7/7/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaints databases identified no other reports against the provided 941347 lot code. Review of the ycr54 and sc10683 lot code device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/9/2015-medical records received from the patient. A correct doi was provided for the right hip and a dor was provided for the right hip. After review of the medical records for MDR reportability, the medical records indicated the patient was revised on (B)(6) 2003 for recurrent dislocations. No primary or operative notes have been provided. The left hip was implanted on (B)(6) 2002, but per the medical records the patient's left hip hasn't dislocated or been revised. The complaint was updated on:4/24/2015